Event description:
It was reported by the affiliate that when the device was used during a video assisted thoracic surgery procedure, the tissue stop portion of the anvil broke when the surgeon fired the device and fell into the patient. The surgeon did not notice the breakage during surgery, however, soon after the operation the x-ray picture showed the presence of the tip in the thoracic cavity. The surgeon retrieved the broken tip from the trocar port. There was no further consequence to the patient.